Event description:
Healthcare professional (hcp) reports a hemolysis incident with the psn membrane. The pt was noted to have elevated blood pressure throughout the dialysis treatment (tx): pre tx 173/106, post tx 199/122. Towards the end of the treatment, the pt complained that the ice cold water they drank felt like "it got stuck." At this time, the hcp noted the dialyzer was upside down. The dialyzer was turned upright but no other anomalies were noted. The treatment was completed and the patient's blood was returned. The pt was released from the unit. The pt later noted blood in their urine and went to the ER with chest pain and hypertension. The pt received nitroglycerin, morphine and compazine (dosage unknown) and was admitted to the ICU. The pt was later discharged.